Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: was the issue with the drain noticed before use? During use. Did the drain break after inserting in the patient? Unknown. Did the drain fail to suction? Yes. Was the issue noted during first activation? Unknown. After how long after activation was the issue noticed? Unknown. How was the case completed? Unknown. Was the drain removed from the patient and new one inserted surgically? Unknown. Lot number unknown. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown spinal surgery on (B)(6) 2018 and a drain was placed. It was reported that the drain failed to suction. There were no adverse patient consequences. Additional information had been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Received one used drain. Upon visual inspection, the drain is intact, no damages were observed on it.during the functional inspection, the drain was found fully pass-able and functional.the received sample was evaluated and found to be fully functional.